Event description:
Patient reported that they were not getting insuling out of infusion set tubing during prime, and when they removed the cartridge from the device, they noticed that the cartridge had a crack in it and insulin was pooled inside the device. Patient feels that cartridge is at fault for event. No error messages were generated by the device. Patient's blood glucose was not affected, and no treatment was received. Patient switched to insulin injections.